Event description:
Laparotomy drape in neurosurgery laminectomy custom packs separates at the seam between the horizontal and vertical pieces. The separation then leaves unsterile area exposed in the middle of the sterile field. The exposed are must then be covered with another drape.